Event description:
It was reported that the pump did not work. During physical inspection, it was found that there was a buckled upstream occlusion seal. There was no patient involvement, no injury was reported.

Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there were no errors related to the customer complaint. The device was visually inspected and there was a buckled upstream occlusion seal. A functional test was performed and the reported issue was confirmed. The probable cause of the reported issue was due to the printed wiring assembly. As a result, the printed wiring assembly, upstream occlusion seal, and the downstream occlusion sensor were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.